Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a procedure on a male patient (age and weight unknown). According to the complainant, the doctor tried to "clip it and it would not come off during the procedure". The doctor used a 2nd clip but he said it was "hard to use", and "hard to release". The procedure was completed with the second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.